Event description:
The device was used during a thoracoscopic bellectomy procedure. Reportedly, the instrument was difficult ot close and broke. The surgeon applied another device to complete the procedure. The hosp has reported no patient injury occurred.